Event description:
It was reported that patient presented after receiving a shock for vt. Interrogation showed low lead impedance. An insulation anomaly is suspected. Lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.